Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The article was written by b kerens, m.g.m schotanus, b. Boonen, p. Boog, p.j. Emans, h. Lacroix, and n.p. Kort. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain." Product location unknown.

Event description:
Information was received based on review of a journal article titled, "cementless versus cemented oxford unicompartmental knee arthroplasty: early results of a non-designer user group" which aimed to examine the differences of tibial radiolucent line between cementless and cemented implants and to investigate the survival rate by comparing the perioperative data and clinical results. A patient was identified in the article that experienced pain at approximately thirteen, eighteen, twenty-four and thirty-six months post-implantation. Subsequently, the patient underwent a revision procedure. All components were removed and replaced with total knee components. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Information was received based on review of a journal article titled, "cementless versus cemented oxford unicompartmental knee arthroplasty: early results of a non-designer user group" which aimed to examine the differences of tibial radiolucent line between cementless and cemented implants and to investigate the survival rate by comparing the perioperative data and clinical results. A patient was identified in the article that experienced pain and underwent a revision procedure at approximately thirteen months post-implantation. All components were removed and replaced with total knee components. The patient reported further pain at eighteen, twenty-four and thirty-six months post-implantation of the total knee.